Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer fell about a month ago and pump was cracked, also received a post-reset ram crc alarm (pump error 23). No harm requiring medical intervention was reported. Troubleshooting was performed and was able clear the alarm successfully and the pump did rewind. Advised the customer to do a self-test on the pump and it got passed. Also found crack on the battery compartment. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, self test and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. No pump error 23 alarms noted during test. Pump error 23 was noted in pump downloaded history on 04/26/2023 at 00:57:03.000. The electronic assemblies and motor assemblies were inspected and no anomalies noted. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, broken battery tube threads and stained serial number label. No unexpected pump error 23 noted during testing. Cosmetic damage confirmed case (battery tube), case-corner of belt clip rails and battery tube threads. Moisture damage was confirmed at pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.